Event description:
The customer reported that he was hospitalized due to hypoglycemia, with a blood glucose reading of 24 mg/dl. The customer stated that he had given himself too much insulin, and passed out. The customer also stated that, during priming, the insulin was squirting out. The motor never slowed down, and was making a grinding noise. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.